Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Bg was addressed with carbohydrates. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. However, the contact believed that the pump was causing the bg. A clinical diabetes educator followed up with the contact and reported that the contact did not believe bg was pump related.